Event description:
It was reported that the patient developed an infection during a trial implantation for supraorbital stimulation. It was noted that the leads were removed prior to completion of trial and that the patient was to be treated for infection. The plan was to have patient back in 2-3 months for implant of supraorbital leads. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient outcome from the event was recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3888-56, lot# v624312, implanted: 2012-(B)(6), explanted: 2012-(B)(6), lead model 3888-45, lot# v690039, implanted: 2012-(B)(6), explanted: 2012-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that perioperative antibiotics were administered. Symptoms reported included redness, swelling and drainage. The primary location of the infection was at the percutaneous lead site. A culture was obtained and found (B)(6). IV antibiotics were administered. The patient outcome was noted as ongoing.

Manufacturer narrative:
Analysis of the lead model 3888-56, lot v624312 found no significant anomaly. The body was cut through and the product segmented. Analysis of the lead model 3888-45, lot v690039 found no significant anomaly. The body was cut through and the product segmented. (B)(4).

Manufacturer narrative:
Lead: model unknown, lot# - serial# unknown, implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.